Manufacturer narrative:
(B)(4). A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device, verified the reported event and determined that the root cause of the device¿s failure was that the o-rings and the top plate (o-ring retainer) were missing from the flow sensor bulkhead connector. This is most likely the result of the flow sensor connector not being removed from the flow sensor bulkhead connector in the correct manner. The field service representative replaced the flow sensor bulkhead connector and ran the device through a complete checkout per the service manual to ensure that it meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
The user facility biomed reported that while in use on a patient the device's volume reading was 20% less than the volume setting. The patient was removed from the device and placed on another device with no harm to the patient.